Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s diabetes educator reported that the patient is legally blind and has dexterity issues. She recently switched to the dexcom g6 and was able to insert a new sensor into the left side of her abdomen by herself while at the office with the educator. There was a little bleeding which is normal for the patient as she is on blood thinners. After she got home (about a 1-hour trip), she noticed that her entire pant leg was wet with blood. She continued to bleed for at least 4 hours after the insertion and soaked 2 bath towels with blood. She called 911 and she was taken to the emergency room, then admitted to the hospital overnight. Her physician told her that she had nicked an artery during the sensor insertion and he sutured it. The patient was stable at the time of the report. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.